Event description:
It was reported by service report that the wheel was broken. The rubber on the wheel had split and the stretcher cannot be moved. No pt involvement or adverse consequences are reported.